Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Reportedly, customer attempted to self-treat by consuming carbohydrates however; required assistance from their spouse by providing peanut butter sandwich, glucose tablets and liquid. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.

Manufacturer narrative:
Device not returned.